Event description:
Boston scientific received information that an acute change in the competitor left ventricular (lv) lead impedance measurements was observed in (B)(6) 2014. The impedance value changed from 300 to greater than 2000 ohms in one day. The issue was identified during a routine follow-up appointment. The boston scientific field representative confirmed that a lead fracture was suspected based on the acute change in impedance values, high thresholds with no capture and since testing the lead from both tip to can and ring to can displayed out of range impedances. The lead was surgically abandoned and replaced with an epicardial lv lead. The field representative confirmed that connections were checked prior to the revision and were confirmed to be good. Additional information was received that the patient passed away three days following the competitor lead revision procedure. The cause of death was not known, however the field representative confirmed there were no reported allegations after speaking with a nurse at the physician's office. The field representative said he would have been made aware should there have been any issues or concerns with device functionality. No further information could be obtained in the cause of death.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.